Manufacturer narrative:
Additional information added to sections a and b5. Additional patient code added to section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows - it was reported that the patient had desaturated. Baseline oxygen saturation was above 90% and the patient desaturated into the low 70% on pulse oximetry. The desaturation was resolved after the patient was transferred to an alternate ventilator.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator entered back up ventilation mode. The device was available for evaluation. The medtronic field service engineer (fse) evaluated the device and was unable to reproduce the reported issue. The customer had been using a noxbox device in line with patient circuit which generated the background fault error codes. Additionally, the short self test (sst) had been overridden. The ventilator passed all testing per manufacturer specifications at the time of service and was returned to the customer. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications.

Event description:
It was reported that while in use on a patient, the 980 ventilator went into backup ventilation mode. There was no patient harm or injury reported.